Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced codes for long charge and charge times. During a stored treated episode with a delivered shock, the shock impedance was 5 ohms, which was low out of range. Technical services (ts) analyzed device episode data and found that the stored episodes were appropriate due to true ventricular tachycardia (vt) with possible external shocks delivered to convert the rhythm. There was non-physiological noise present at the end of one episode. It was determined that the charge time exceeded 44 seconds. Ts stated that the patient should be considered unprotected and this s-ICD system replaced. This s-ICD system was deactivated and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the device case above the header. Review of the stored memory confirmed charge timeouts and charge time not set. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the generator case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced codes for long charge and charge times. During a stored treated episode with a delivered shock, the shock impedance was 5 ohms, which was low out of range. Technical services (ts) analyzed device episode data and found that the stored episodes were appropriate due to true ventricular tachycardia (vt) with possible external shocks delivered to convert the rhythm. There was non-physiological noise present at the end of one episode. It was determined that the charge time exceeded 44 seconds. Ts stated that the patient should be considered unprotected and this s-ICD system replaced. This s-ICD system was deactivated and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.